Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in airway from device. The patient also alleged of having nasal/throat irritation or soreness, headaches, cough and sinus congestion/infections which does not resolved with antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h6 medical device problem code was wrongly coded and investiond findings was missed to capture in previous follow up report (MDR 2518422-2022-56937-1) , now it is corrected and updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experience nasal/throat irritation or soreness, headaches, cough and sinus congestion/infections which does not resolved with antibiotics. There was no medical intervention required by the patient. The reported event of nasal/throat irritation or soreness, headaches, cough and sinus congestion/infections and its reported severity was reviewed by the manufacturer's clinical expert. These events is assessed as related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed in ER (B)(4) v1. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. No errors were logged. The manufacturer concludes the presence of contamination in the airpath but there was no evidence of sound abatement foam degradation/breakdown. Section b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section d9, g3 and h6 has been updated in this report. Section h1 has changed to reflect a malfunction.